Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of motor error, low battery alert, battery out limit, failed battery test, off no power and blank display from the insulin pump. The customer's blood glucose reading was 120 mg/dl. The customer stated that he woke up when the pump alarmed motor error. The customer mentioned that a replacement battery cap did not resolve the battery issue. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that the pump passed displacement and manual prime test.